Event description:
It was reported that the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low amplitude sensing of around 0.6 mv and loss of capture (loc) at 5v. It was also reported that the right ventricular (rv) lead exhibited low amplitude sensitivity of 1 mv and high capture thresholds of 2v. A stress test was performed in clinic which did not reproduce any noise. An x-ray and electrocardiogram were requested. Later, it was reported that the patient was hospitalized for heart failure which was contributed by high ra capture thresholds greater than 5v. Cardiac activation became inverted with ventricular pacing followed by atrial activation through retrograde conduction. Reprogramming was done because the patient was bradycardic at 45 beats per minute (bpm) but not pacing dependent. It was also noted that this system delivered an inappropriate shock due to oversensing of atrial fibrillation (af) on the rv lead channel. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.